Event description:
Pt's ventilator was unable to provide the settings in pressure control without alarming and pt not ventilating correctly. Disposable valve set replaced with non-disposable which immediately corrected the issue. Product examined and found that diaphragm was no longer seated in valve.